Event description:
The customer reported being hospitalized three times since september, but she does not remember the dates. The customer stated that the cause of her admission was diabetes ketoacidosis and intestinal infection. The blood glucose reading was 500mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.